Event description:
On (B)(6) 2019, this patient underwent an endovascular repair of an aneurysmal dissection at the aortic arch using conformable gore® tag® thoracic endoprostheses (proximal: tgu313110j/18836462, distal: tgu262610j/18681596). Prior to the device implant, an axillo-axillary bypass procedure was performed as the device would intentionally cover the left subclavian artery. The device was deployed with no reported issues. It was reported that a subsequent angiography identified a proximal type I endoleak, therefore a touch-up ballooning was performed for its repair. The minor endoleak remained, and the physician elected to monitor the patient. The patient tolerated the procedure. On (B)(6) 2019, the patient complained of chest pain. CT imaging revealed a newly onset ascending aortic dissection, with its entry located about 2cm proximal to the proximal edge of the device. It was reported that the patient¿s aorta was highly calcified, and that the patient had stanford type b chronic aortic dissection. On (B)(6) 2019, the patient underwent an open surgery to repair the dissection. The ascending aorta was replaced with a surgical graft utilizing a frozen elephant trunk technique. The patient tolerated the re-intervention, and was transferred to intensive care unit.